Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
A surgeon reported after finishing a keratoplasty treatment and releasing the suction ring, an unexpected clear lens extraction was required for the pts left eye. Additional info indicated surgeon had to convert to an anterior vitrectomy and implant an intraocular lens (iol). Additional info has been requested.